Event description:
A clinical director reported that a patient presented with dry eyes in both eyes post lasik. Punctal plugs were placed in both eyes. The patient was seen in follow up and the symptoms have resolved. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).